Event description:
The customer reported the sys failed to save pt images. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and the software upgrade were installed during the svc call. The system was tested and found to be working as intended and placed back into svc.